Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion, possibly in the diagonal coronary artery. A 2.5x23mm xience alpine drug eluting stent (des) was advanced; however, it could not cross the anatomy and the stent shaft became fractured, [requiring the removal of all material due to the risk of embolization]. A non-abbott device was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported break was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.